Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer hospitalized on (B)(6) 2017 for high blood glucose which is over 598 mg/dl and insulin pump was dead. The current blood glucose was 550 mg/dl. Customer reported the following symptoms related to their high blood glucose was tiredness. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. Customer did not know how much to give herself in manual injections after she had delivered a bolus and her sugars did not lower. Customer went to emergency room. Customer declined troubleshooting for the high blood glucose. Customer also reported that, this morning her pump shut down so she lost her programming for the transmitter. The insulin pump will not be returned for analysis.